Event description:
It was reported that during another procedure, cracks in the insulation of the atrial lead were observed. Electrical values were normal. Medical adhesive was applied to the damaged region and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.